Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign matter clogging nozzle could not be identified. The root cause of the issue is believed to be due to the facility device reprocessing deviation from the instruction manual and resulting in insufficient reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment. Inspection of the entire endoscope. ¿8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. Inspection of objective lens surface cleaning function. ¿when using the air/water button¿: ¿1. Cover the air/water button hole with your finger¿. ¿2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Reprocessing survey info: - device was cleaned, disinfected, and sterilized before being sent to olympus; - delay in the start of pre-cleaning; - air/water nozzle was flushed with water and air; - no abnormalities in the accessories used for reprocessing; - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: no; - did the customer presoak the endoscope in the detergent solution? Unknown; -unknown if immerse the endoscope in the detergent solution; - did the customer flush the air/water nozzle / channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that poor air/water supply was observed with the evis lucera elite colonovideoscope. The event occurred during a diagnostic procedure. During a standard service inspection of the customer returned device, the nozzle had foreign objects. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, air supply volume failure to meet standard, foreign object in nozzle, irrigation error, and light guide lens white clouded area were observed. Lastly, scratches and dents were noted on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.